Event description:
Olympus was informed at the beginning of a unspecified diagnostic procedure, the pt's colon was perforated due to too much play in the control knobs. There was no bleeding observed. However, the pt required surgical treatment as a result of the perforation. The pt underwent a low anterior resection with primary anastomosis. It was stated that the pt was stable after the procedure and was discharged to the hosp from the surgery ctr.

Manufacturer narrative:
The device referenced in this report was returned to an olympus svc branch for eval. The eval confirmed there was minor play of the control knobs observed. It was noted that the bending section glue and the bending section cover had been removed, the insertion tube was found buckled and floppy, with excessive peelings, scrapes and scratches as well as nicks and dents on the distal end cover. There were no sharp edges found on the insertion tube or distal end. The variable stiffness was not working properly due to the stretched coil wire, which was caused by normal wear and tear. It is believed that the reported incident may be attributed to the floppy insertion tube and the variable stiffness not working properly, which could limit the physician's ability to control the movement of the insertion tube during a procedure. The device was refurbished and returned to the user facility.